Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The abbott system integration reported an issue with the clinical chemistry ict serum calibrators resulting in a low calibration slope and a low quality control values. The reporter also mentioned that the low calibrators generated a higher ammonia results. There was no impact to pt management reported.